Event description:
It was reported that the pt experienced intermittencies followed by loss of lock between the internal device and the external equipment. Programming changes were made, and external equipment was exchanged. Add'l device testing is scheduled and revision surgery is under consideration. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.